Event description:
Discrepant results for 2 patient samples. Patient 1 initial glucose result 0.7 mg/dl, same sample repeated gave result of 130 mg/dl. Patient 2 initial co2 result of 0.5 mmol/l. Same sample repeated gave result of 21.4 mmol/l. Initial results were not reported. The field service representative was unable to determine definitive cause.